Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during lead revision procedure a new left ventricular lead was being implanted; the lead exhibited unacceptable capture thresholds at multiple sites, the lead was not used and the physician elected to keep the existing lv lead implanted. The patient¿s condition was stable during and post procedure. The patient was asymptomatic during post-operative check on (B)(6) 2017.